Event description:
During a pacemaker implantation procedure ((B)(6) 2017), the subject lead was fixed in the right atrial appendage. Then, when the lead was tested by a cardiac stimulator bc-1100 (fukuda denshi), the egm was unable to be checked due to noise sensing, which made measurement of the p-wave amplitude and the atrial threshold unavailable. The atrial lead impedance was measured at around 700 ohms. As noise on the egm was still not improved by replacement or reconnection of the alligator clips, the use of the lead was discontinued and thus the lead was explanted. A different lead was implanted in the right atrial appendage and the implantation procedure was completed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker implantation procedure ((B)(6) 2017), the subject lead was fixed in the right atrial appendage. Then, when the lead was tested by a cardiac stimulator bc-1100 (fukuda denshi), the egm was unable to be checked due to noise sensing, which made measurement of the p-wave amplitude and the atrial threshold unavailable. The atrial lead impedance was measured at around 700 ohms. As noise on the egm was still not improved by replacement or reconnection of the alligator clips, the use of the lead was discontinued and thus the lead was explanted. A different lead was implanted in the right atrial appendage and the implantation procedure was completed.